Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood (bg) levels (400 mg/dl at its highest). The customer thought that either the pump or infusion set was not "delivering insulin". No additional details were provided. As the pump was not available at the time of the report, troubleshooting could not be performed. The customer reverted to using insulin injections for insulin delivery.